Manufacturer narrative:
Per customer communication one device will be returned. The device is not available at this moment. Method: one device will be returned. The device have is not available at this moment. Results/conclusions: the device have is not available at this moment. Refer to attached narrative for additional results. No inventory available for the finished good lot reported. A follow up report will be submitted once the evaluation is complete. (B)(4).

Event description:
It was reported that: "following an unk procedure the pt was operated internally with a fixator. The wound was closed in two layers. Muscles with a ler vicryl and the fascia with stratafix. The pt received a wound infection and had at to 2:01 be revised. A short time later the pt died. The surgeon told me that the brittle vorfand the stratafix thread in the fabric and now was skeptical about the stratafix and this time being no longer used. Whether there is a direct connection and whether no longer use. Whether there is a direct connection and whether stratafix triggering factor for wound infection, he could not confirm with me". (B)(4).